Event description:
Upon opening and uncoiling the IV extension tubing, the tubing pulled out of access device on tubing set. This event occurred with 2 extension sets with identical lot numbers.what was the original intended procedure?delivery of IV fluids.device #1is this a laboratory device or laboratory test?no.